Manufacturer narrative:
An event of device deformity could not be confirmed. The investigation confirmed that the device met functional and visual specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the amplatzer post-infarct muscular vsd occluder instructions for use instructions for use, "warnings: do not release the amplatzer¿ post-infarct muscular vsd occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace it with a new device."

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was chosen for implant using a 10f amplatzer torqvue delivery system. The patient was instable in the beginning of the procedure and the patient was on ECMO and an impella. During procedure, the right disc of the device did not deployed fully and appeared to be cobra shaped. The physician tried to redeploy and wiggle the cable but the device was not able to return to its normal configuration. The right side of the device was recaptured twice, but the physician wasn't able to correct the cobra formation and ultimately decided to fully retrieve the device and remove the sheath. The deformed device was never released from the delivery cable while inside the patient. It was reported that there was a possibility of device interacted with cardiac structures during deployment because the electrocardiogram (echo) images are unclear. There was a report of angulation/kink noticed with the delivery system. The physician mentioned the 10f amplatzer torqvue delivery system was too difficult to push the device through the sheath. A new 24mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was chosen for implant using a new 12f amplatzer torqvue delivery system. There was delay in the procedural time due to retrieve the deformed device, place the sheath back through the defect and redeploy a new device after preparing it. The patient was reported as recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.